Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seals intact. The physical condition of the device found the right plunger case cracked and battery door. Methods used to duplicate power up process, audio test and checked battery diagnostics, used testing battery. Was only able to duplicate battery not working at power up. Testing battery operated as expected. Base not responding is an advisory alarm that occurs if the pump is powered off within 5 seconds of the pump being powered on. Turning the pump back on will clear the alarm. No action is required to correct. Cannot duplicate any primary audible alarm error or acu watchdog failure errors. Software version 1.6.5 was downloaded to remediate false primary audible alarms. Battery not working was duplicated. The battery no longer operates properly due to normal wear of the battery, it is 5 years old. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the device "base not responding, acu watchdog failure and battery problem". No patient injury.